Manufacturer narrative:
Concomitant medical products: item: nexgen all poly patella size 38 mm x 9.5 mm, item number: 00597206538, lot number: 62293122; item: nexgen tibial component stemmed precoat, item number: 00598004701, lot number: 62315692; item: articular surface size ef 10 mm, item number: 00596204010, lot number: 62208797. This report is number 1 of 2 mdrs filed for the same patient (reference 0002648920-2017-00103).

Event description:
It was reported the patient was revised for femoral and patella loosening.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the patient underwent a knee arthroplasty revision approximately four years post-operatively due to femoral and patella loosening.